Manufacturer narrative:
Unit received with scratched case, minor scratched lcd window, cracked reservoir tube lip, cracked lcd window and cracked case at the display window corner. Unit received with no button response due to flattened (escape, act and up) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify excessive no delivery alarm and perform displacement test, basic occlusion test, occlusion test, prime or compromised forced sensor system test, rewind test and excessive no delivery test due to no button response.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had a no delivery alarm, scratches on the body of the insulin pump, cracks on the reservoir compartment. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.